Manufacturer narrative:
Visual analysis of the returned device confirmed the reported event. Mfg records reviewed indicated no deviations or anomalies. It is not suspected that the product failed to meet specs. The most probable root cause is design related. This is the final report that will be submitted associated with this incident and device.

Event description:
It was reported that a pathfinder nxt fixed percutaneous rod inserter broke during surgery. After placing the first rod, while removing the rod inserter, the tip broke off into the pt and was removed. There was no reported pt impact.